Manufacturer narrative:
Concomitant medical products: product ID: 3387s-40, serial#: (B)(4), implanted: (B)(6) 2014, product type: lead. Other relevant device(s) are: product ID: 3387s-40, serial/lot#: (B)(4), ubd: 11-mar-2017. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the physician did an impedance check during a maintenance appointment and reported that the patient had a low impedance on contact 3. Troubleshooting was done and physician ran several impedance checks at 3v; the impedances did not change. No known environmental/external/patient factors that may have led or contributed to the issue were identified. It was reported that the "low" impedance electrode is not used to deliver therapy. It was reported that the issue was resolved at the time of this report. Patient is not experiencing any issue with therapy. No symptoms or further complications were reported.